Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient attended the emergency department with diabetic ketoacidosis (dka) at (B)(6) on (B)(6) 2026. No blood glucose levels were provided. The pod was worn between 25 and 36 hours. Symptoms reported include dry mouth, nausea and vomiting. The patient was treated with intravenous fluids. The pod was removed and a new pod was applied. The patient was discharged later that day.